Event description:
A customer reported an issue where the time on their pump was incorrect by more than five minutes. There was no adverse impact to the customer¿s blood glucose level, as readings were not above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer in updating the pump time and advised them to monitor for any recurrence of the time discrepancy. The customer understood the guidance provided.